Event description:
It was reported that (1) device was used during a pph procedure. It was reported by the affiliate that the surgeon fired the pph01 and believed that the staple line was incomplete as there was a need to suture extensively to stop bleeding (11 sutures were used) to complete the case.